Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that it was not possible to interrogate the device. Additionally, there were no tones heard when placing a magnet over the device, and no pacing was observed. The device was found to be at elective replacement indicators (eri), and premature depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.